Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 8 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are overfilling. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that tubes are overfilling.

Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 25-aug-2023 h.6. Investigation summary: bd received 5 samples and 1 photo for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 8 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are overfilling. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that tubes are overfilling.